Manufacturer narrative:
Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that it was their mistake, the reading and setting were the same as originally set by the representative and they were sorry for the confusion. No further complications were reported. ***this event is no longer a reportable event. MDR decision updated to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they checked settings today because they didn't have accidents overnight and they had a heavy flow this morning. They believe that the settings are different than what they remember seeing before. Before it was at 1.0 and today it was at 3.2. Patient services reviewed how adjustments are made and suggested keeping the current setting due to good symptom control. Patient to follow up with their hcp. No further device issue alleged / identified. No patient symptoms or complications were reported.